Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: the procedure was a gastric bypass revision. On the sixth or seventh firing of the device, the knife was pushing the tissue during the firing; some of the tissue was cut, but not stapled. It was unknown if any staples deployed at all. The cut tissue was held with graspers and a second stapler was fired over the same area. The surgeon typically uses gore seamguard buttressing, but it was unknown if it was used during this firing. There were no patient consequences. Both the device and cartridge were discarded.

Event description:
It was reported that during an unknown procedure, the "tissue was cut and staples did not fire." Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient. .